Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of both instrument noted the e-piece was partially disengaged from the device on one side. There was evidence of weld on both devices. Both instruments were received with a preloaded device loading unit (dlu) and a tack jammed in the e piece. Both tacks were removed from the e pieces for functional testing. The first instrument was applied to the appropriate test media. The remaining four tacks deployed but did not seat properly in the test media. The second instrument was applied to the appropriate test media. The remaining seven tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, 2 tackers were pulled but would not fire. The surgeon opened an additional device that functioned properly to complete the hernia procedure. There was no patient injury.